Event description:
Medtronic received information that during use this act plus instrument was underestimating the indicators. Use of the instrument was unspecified and there was no patient involvement so no adverse effects occurred.

Manufacturer narrative:
Device evaluation summary: the reported underestimating the indicators was not verified during service. The service technician noted there was no external damage or contamination. The gaps of the flags lifting mechanism were measured. The accuracy of time counting, and the quality of detection were checked. All instrument technical parameters were within the limits admissible by the manufacturer. No malfunction was found. The instrument was in good working order and ready for use. The optical sensors for flag detection were cleaned and the temperature of the heating block was calibrated, as a precaution. Preventive maintenance was performed per specifications conclusion: the complaint was not confirmed for the act plus instrument underestimating the indicators. No patient/clinical safety issues reported. Trends for issues with this product were reviewed at quarterly quality meetings. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.